Manufacturer narrative:
The reported complaint of the insulation had slipped off is confirmed. Conmed received one 139104ext in unoriginal packaging. The lot number was not verified as the device lot number was not listed on the device. A visual inspection was performed and the device was received with the blue insulation disconnected. A functional test was conducted and found the insulation was able to be removed without force and would not sit properly on the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found this is the only complaint for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 31 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that these devices should be inspected before and after each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts; damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration; and verify that the electrode is fully and securely seated in the handpiece before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor reported an issue with the ultraclean 1 in. Blade extended insulation, item 139104ext, lot 201810244, that occurred on (B)(6) 2019 during an unknown procedure at (B)(6) hospital. It was reported that they "pinched the insulation tube and insulation tube was came off from active electrode easy. The condition of shrink was like an imperfect." It is indicated there was no impact or injury to the patient and the procedure was successfully completed using another device with no reported delay. Although requested, no additional information or clarification was made available. This reporting is being raised as a device malfunction with potential for injury upon reoccurrence based on previous filings for the insulation coming off and falling into the patient.